Event description:
It was reported that there was local mechanical pain where the stimulator was implanted. It was noted that actions required as a result of the event included revision of the electrode. It was noted that the product issue was resolved. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that the patient recovered with sequelae. It was noted that the device was implanted on 2014 (B)(6). It was noted that on 2014 (B)(6), the female patient experienced a local mechanical pain where the stimulator was implanted. It was noted that the electrode was revised. It was noted that the patient recovered with sequelae. Additional information received reported that the site confirmed the event resolved without sequelae on 2014 (B)(6). Additional information received reported that the extension was explanted without replacement. It was noted that the site did not pr ovide information on the lead. It was noted that no information on troubleshooting was provided. It was noted that there was no medical consequences following the revision. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Conclusion code no longer applies.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that interventions included repositioning implantable neurostimulator (ins). The event resulted in an emergency room visit.

Manufacturer narrative:
Product ID 7489-40, serial# (B)(4), implanted: 2014 (B)(6); product type extension. (B)(4).

Event description:
It was further reported on 2014-(B)(6) an emg was performed and was normal. It was noted a CT scan was performed on the same day which showed no problems. There were no signs of infection clinically and biochemically (low crp). A revision was performed on 2014-(B)(6).

Event description:
Additional information received indicated that the etiology was surgery/anesthesia.

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient had pain at the implantation site. Diagnostic tests included emg which showed normal for the patient.